Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the device not working and moving was that he fell and there had been previous attempts to reprogram and it felt as if he was putting his whole body in a light socket. The patient reported that since the last attempt to reprogram it, remained the same. The patient reported that he wouldn't turn it on again just to shock him. The patient reported that the issues weren't resolved as he couldn't use the device, the way it had been for the last approximate three years. The patient reported that he wouldn't use the device as it caused more pain to him. The patient reported that when it was first installed it helped and now he wanted it removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the device not working and moving was that he fell and there had been previous attempts to reprogram and it felt as if he was putting his whole body in a light socket. The patient reported that since the last attempt to reprogram it, remained the same. The patient reported that he wouldn¿t turn it on again just to shock him. The patient reported that the issues weren¿t resolved as he couldn¿t use the device, the way it had been for the last approximate three years. The patient reported that he wouldn¿t use the device as it caused more pain to him. The patient reported that when it was first installed it helped and now he wanted it removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the ins didn¿t work anymore and it had been a ¿couple of years.¿ the hcp also reported that the device had moved and wasn¿t in the same place. The hcp noted that it had been ¿a couple of years¿ since the device had moved. No further complications were reported.